Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced due to an unknown malfunction. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.